Event description:
It was reported that the insulin pump alarmed no delivery during basal/bolus. Troubleshooting was performed. The infusion set and reservoir were changed, but the insulin pump was not delivering insulin. Had customer to perform a fixed prime and the insulin did not exit and the insulin pump did not alarm. Advised customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.